Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal unknown bag therapy. On an unreported date the reporter contacted global pharmacovigilance (gpv) and stated on (B)(6) 2012, he had gone to the emergency room due to peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. A causality statement was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j13026, and h11j03092. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.